Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that patient was running a bow buggy which is a magnetic vacuum for sucking up cotton. Patient had no cords or anything wrapped around the body and was holding the actual magnetic vacuum over where the ins was implanted when the ins shocked the patient and stopped on its own. Patient did not turn off the vacuum or the ins; it shocked once and then went away and patient's stimulation stopped working. It was also reported that on (B)(6) 2016 patient had a burn spot over the skin where the ins was. No falls or trauma was reported. Patient did not have programmer or the recharger with them at the time of report to see if there was a power on reset or poor communication screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.